Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced a side branch occlusion and a myocardial infarction after two overlapping cypher stents were implanted. The patient's medical history includes history of angina, hypertension, myocardial infarction (2002), previous percutaneous intervention with bare metal stent (2002), hyperlipidemia, smoker, anxiety, gastroesophageal reflux disease, and degenerative joint disease. The indication for the procedure was chest pain with coronary artery stenosis. Angiography showed 99% stenosis in the mid circumflex. The lesion was described as greater than 30mm in length and anatomically complex. The reference vessel was 2.25mm in diameter and extremely tortuous. The lesion was pre-dilated with a 2.0 x 12mm non-cordis balloon at 16atm. A 2.25 x 23mm cypher rx was implanted at 17atm and a 2.5 x 28mm cypher rx was implanted with overlap proximal to the initially implanted cypher. Timi flow was 2 prior to the procedure and 3 after the procedure. Prior to leaving the cath lab, the patient experienced a side branch occlusion of the third obtuse marginal branch that resulted in a non-q wave myocardial infarction (mi) with elevated cardiac enzymes and chest pain. The investigator indicated that the 2.5 x 28mm cypher rx caused the 100% occlusion to the third obtuse marginal branch. The occlusion was not treated, and the mi was treated with morphine and nitroglycerin. Both stents were noted to be widely patent with no residual stenosis at the end of the index procedure. Cardiac enzymes trended toward normal prior to the patient's discharge approximately two days after the index procedure, and the patient experienced no recurrent angina. According to the investigator, the events were probably related to the index procedure and not related to the cypher stents. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Side branch occlusion is a known potential adverse event associated with implanting coronary artery stents. Coronary vasculature that is in a bifurcation, tortuous, calcified and angulated is often a precursor to the inability to maintain side branch patency once the main branch is stented. Review of the information provided suggests that aside from the inherent risk of the procedure that the side branch occlusion may have been unavoidable due to the lesion being greater than 30mm in length.

Event description:
As reported via (B)(4)study, a patient experienced a side branch occlusion and a myocardial infarction after two overlapping cypher stents were implanted. The indication for the procedure was chest pain with coronary artery stenosis. Angiography showed 99% stenosis in the mid circumflex. The lesion was described as 30mm in length and anatomically complex. The reference vessel was 2.25mm in diameter and extremely tortuous. The lesion was pre-dilated with a 2.0 x 12mm non-cordis balloon at 16atm. A 2.25 x 23mm cypher rx was implanted at 17atm and a 2.5 x 28mm cypher rx was implanted with overlap proximal to the initially implanted cypher. Timi flow was 2 prior to the procedure and 3 after the procedure. Prior to leaving the cath lab, the patient experienced a side branch occlusion of the third obtuse marginal branch that resulted in a non-q wave myocardial infarction (mi) with elevated cardiac enzymes and chest pain. The investigator indicated that the 2.5 x 28mm cypher rx caused the 100% occlusion to the third obtuse marginal branch. The occlusion was not treated, and the mi was treated with morphine and nitroglycerin. Both stents were noted to be widely patent with no residual stenosis at the end of the index procedure.

Manufacturer narrative:
Cardiac enzymes trended toward normal prior to the patient's discharge approximately two days after the index procedure, and the patient experienced no recurrent angina. According to the investigator, the events were probably related to the index procedure and not related to the cypher stents. Concomitant medications: plavix 150mg, twice daily, (B)(6) 2010, continuing; ecotrin 325mg, daily, (B)(6) 2010, continuing; lisinopril 20mg, daily, (B)(6) 2010, continuing; hydrochlorothiazide 25mg, daily, (B)(6) 2010, continuing; zocor 20mg, daily, (B)(6) 2010, continuing; prozac 20m, daily, unk, continuing. Additional information will be submitted within 30 days of receipt.